Event description:
It was reported that the coil (subject device) was used in the medical procedure. However, resistance was encountered during its advancement and the subject coil got prematurely separated within the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient.